Event description:
Pt was hospitalized (2003) with high blood glucose (700 mg/dl). Pt was released, but returned with high blood glucose. Hosp having difficulty regulating blood glucose levels. Treatment received by pt: insulin drip.